Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between january 6, 2025 ¿ january 7, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the outer plastic packaging. The issue was further described as, "very small fluid droplets on the pump device and inside of plastic packaging overwrap. After a few minutes, these droplets started to dry and left a white residue on the packaging and operator's nitrile gloves." The device contained fluorouracil 3500mg in 115ml of sodium chloride 0.9%. This was observed when outer plastic packaging was removed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.